Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was capsular contracture, baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified deformation of the device, creases fold and weight of the device was found to be within specification. Cloudiness in the gel was observed after autoclave cycle. Bases on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Health professional reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product and capsular contracture, baker grade IV. Device has been explanted.